Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed infection and hematoma. Cultures were taken to identify source of infection and the patient was treated with antibiotics. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.